Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the foreign object in the nozzle, service confirmed the device was leaking due to perforation of the forceps channel from external factors, confirming the customer's initial report. Service also found that there was a leak due to a pinhole in the biopsy/instrument channel. Due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob were out of specification. The adhesive on the bending section cover (a-rubber) was chipped. Due to clogging of the nozzle from the foreign object, the air supply volume, the water supply volume, and the water removal ability, did not meet specifications. The control unit was dirty due to water leakage. The control unit was scratched and discolored. The mouthpiece was loose. The switch box, distal end cover, connecting tube, image guide protector, protector of universal cord on the scope-connector side, scope-connector cover, scope cover, flexibility adjustment ring, scope connector, universal cord, and grip were scratched. Due to dirt on the objective lens, there was a lack of image on the monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that bubbles were generated near the forceps opening of the subject device during the leak test. It was reported the biopsy forceps had been forcibly pulled out. There was no patient or user harm reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found there was a foreign object in the nozzle. This report is being submitted for the foreign object in the nozzle.